Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient had thrombus and was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed and distal left arterial descending clotted with balloon inflation and required thrombectomy. The patient still had significant lesion to the left circumflex and distal left anterior descending artery which will be addressed. Impella successfully weaned.